Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels that were out of range. Prior to the event, the customer was taking a shower, and passed out. The customer did not get any no delivery alarms. When the infusion set was removed, the doctor stated that the cannula had no hole for the insulin to exit. The wife stated that they will be keeping the infusion set and taking it to an attorney. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer was using a model mmt-399 insulin infusion set. Nothing further was reported.